Manufacturer narrative:
Information was not provided. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appendectomy procedure, the cartridge fell out. The case was completed with another device. There was no pt consequence.